Manufacturer narrative:
D4 - updated batch/lot number a2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon detachment occurred. Patient presented with acute myocardial infarction. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). The proximal rca and mid rca had thrombus occlusion, and rca distal had a substrate-based thrombus. After a 7fr guide catheter and 6fr guidezilla guide extension catheter was engaged, excimer laser and aspiration was performed to shape plain old balloon angioplasty (poba) size. A 6.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. Poba was successfully performed and the device was removed. However, when the device was reinserted, resistance was felt at the half pipe part of the guide extension catheter. The device was pushed firmly and it was able to advance. However, upon removal, the balloon part was noticed to be detached at the half pipe part (collar) of the guidezilla inside the guiding catheter. The entire system was removed and the detached balloon was pulled out together with the guidezilla. Excimer laser was applied 93 times and the procedure was completed. No patient complications nor injuries were reported.

Event description:
It was reported that balloon detachment occurred. Patient presented with acute myocardial infarction. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). The proximal rca and mid rca had thrombus occlusion, and rca distal had a substrate-based thrombus. After a 7fr guide catheter and 6fr guidezilla guide extension catheter was engaged, excimer laser and aspiration was performed to shape plain old balloon angioplasty (poba) size. A 6.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. Poba was successfully performed and the device was removed. However, when the device was reinserted, resistance was felt at the half pipe part of the guide extension catheter. The device was pushed firmly and it was able to advance. However, upon removal, the balloon part was noticed to be detached at the half pipe part (collar) of the guidezilla inside the guiding catheter. The entire system was removed and the detached balloon was pulled out together with the guidezilla. Excimer laser was applied 93 times and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital. Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 116.2 distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon detachment occurred. Patient presented with acute myocardial infarction. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). The proximal rca and mid rca had thrombus occlusion, and rca distal had a substrate-based thrombus. After a 7fr guide catheter and 6fr guidezilla guide extension catheter was engaged, excimer laser and aspiration was performed to shape plain old balloon angioplasty (poba) size. A 6.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. Poba was successfully performed and the device was removed. However, when the device was reinserted, resistance was felt at the half pipe part of the guide extension catheter. The device was pushed firmly and it was able to advance. However, upon removal, the balloon part was noticed to be detached at the half pipe part (collar) of the guidezilla inside the guiding catheter. The entire system was removed and the detached balloon was pulled out together with the guidezilla. Excimer laser was applied 93 times and the procedure was completed. No patient complications nor injuries were reported.